Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter stated "during the surgery, the surgeon found one footplate of the lens (od) could not be unfolded which causes manipulation difficulties. The surgeon had to put the manipulator behind the icl to unfold the footplate". The 12.6mm vicmo12.6 implantable collamer lens of -8.50 diopter remains implanted. In the reporters opinion the cause of the event is the device.

Manufacturer narrative:
H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).